Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the patient states they have been experiencing pain and severe bladder cramps since the device was implanted. The patient reports that the tubing feels as if it is cutting through them and there is air in the implant itself. The patient followed up with their physician shortly after having the surgery and she thought his pain was due to inflammation, so she gave him an injection to help. However, the patient stated it did not help. He tried to schedule an appointment to meet with her again, but she had moved to a clinic out of state. He then saw another urologist who told him that something was wrong with his implant but did not tell him what was wrong.